Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving bupivacaine 15 mg/ml at 2.3 mg/day and morphine 10 mg/ml at 1.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. An empty pump alarm occurred. The pump readout shows 45.9 ml dispensed since the last update. The patient missed multiple refills. The pump was interrogated and the telemetry sheet was read. No troubleshooting was performed. The healthcare professional planned to fill the pump with saline and program a bridge bolus to deliver drug from the catheter and pump tubing. No patient symptoms reported. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.